Event description:
It was reported that this implantable lead exhibited loss of capture cause by a possible micro dislodgment. Subsequently, this lead was surgically abandoned and a different lead was successfully implanted. No additional adverse patient effects were reported.